Manufacturer narrative:
The device history records for the hdf-3500 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 10th june 2018.the device was returned for issuing a low battery prompt during omron goods inward testing (h045-014-005), while connected to a test power supply. Despite being unable to repeat the fault during the investigation, there was an observable defective detected with the -ve battery terminal pogo pin. The -ve pogo pin had failed to spring into the normal position and did not present a significant resistance when pressed. This defect would account for the low battery warning, due to an intermittent battery terminal connection with the installed test pad-pak interface. The pogo pins are checked during hdf-3500 lower case assembly (h006-006-187). The device also successfully passed the hdf-3500 final unit test (h045-014-004) while at heartsine, therefore the fault would have either had to have occurred after this time or was intermittent in nature. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500. .

Event description:
Device service required prompt. There was no patient involved in this event.